Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Later that night the patient was brought to surgery. The laa had been perforated and needed to be repaired. Following these events and surgery the patient was doing well. It was further reported that during surgery the device was removed from the patient. The patient has since been discharged from the hospital stable and doing fine.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Following one recapture, the closure device was successfully implanted in the laa of the patient. A final fluoroscopy cine was captured and upon review of the images no issues were noted. The patient was hemodynamically stable before leaving the room. Later that night the patient was brought to surgery. The laa had been perforated and needed to be repaired. Following surgery the patient was doing well.